Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), which is listed in the advisory letter, could not be interrogated and had an elective replacement indicator. The ipg was explanted and replaced with no adverse patient effects.